Event description:
Major pump unit(s) involved: device thrombosis. Additional text: hemolysis concern for pump thrombosis. Specific component(s) involved: inflow graft malfunction/malposition; pump drive unit malfunction. Additional text: thrombus; pump thrombus. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: both (in the same or visit). Malfunction device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: inflow graft malfunction/malposition; pump drive unit malfunction